Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: bi71000168, serial/lot #: -, ubd: unknown, UDI#: unknown. A medtronic representative visited the site to evaluate the equipment. The x-leaf of the collimator was blocked. While manually providing support to the axle to ignite the movement, it could be seen that the motor was not connected correctly to the axle anymore. The motor was being pushed backwards instead of moving the axle. With a cable tie a short time solution can be provided - which held the motor in the correct place during movement. A new collimator was ordered and will be replaced once at customer location. No other products have been returned to medtronic for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the collimator x leaves were not moving. After 10 retry attempts, the unit showed a collimator error on the pendant. Troubleshooting was performed. The axle was mechanically not moving. When trying to manually help the movement it could be seen that the motor was being pushed backwards instead of the axle moving back and forth. After securing the motor with a cable tie, it allowed the mechanical movements of the collimator leave again. There was no patient involved.